Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the display internally and reconnected the cables connecting to the video receiver board. The fse then found the display no longer flashing and the display was readable. The fse then performed all functional tests and safety tests, which passed according to factory specifications. The unit was then returned to the customer for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit display was flashing and some numbers could not be read during use. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.